Event description:
It was reported the device was used during a thoracoscopic wedge resection. It was reported some of the staples did not form. The surgeon may not have fully squeezed firing trigger. The case was completed with another ez45. There was no consequence to the patient.